Event description:
Facility alleges pt developed backpain & itching early into treatment on 3 different occasions. In all, symptoms were treated successfully with benadryl. This is for the 3rd incident out of 3 on the same pt. 7/13/95.